Event description:
Pt's mother reports that cadd cassette lot number 6108551 had black specks in it. Mother reports she found black specs inside of the bag which inside of the cassette. Mother reports she discovered them before she did the mix. Mother reports that this is the third time this has occurred; happened previously on (B)(6) 2025. Mother reports they no longer have any of the cassettes available for return but does have a picture of the black specks from today. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. Current treprostinil dosing: 60ng/kg/min. Did the reported product fault occur while in use with a pt? - no; did the product issue cause or contribute to pt or clinical injury? - no, cassettes were not used is the actual product available for investigation? - no; did pharmacy replace product? - yes; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved. Health effect code: 4582. Device code: 1120. Reference reports: mw5177431, mw5177432